Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had known short-to-shield. They used an ungrounded cable at home, discharged recently to a skilled nursing facility. They did not recall the circumstances, but upon readmission to the hospital the patient has several documented episodes of both no external power but also pump stoppage. The log captured a series of low speed and pump stop alarms between 3:48 am and 3:52 am on 25jun2026 while the patient was connected to batteries. It was possible that the existing short to shield may have progressed to a phase to phase short. A system controller was performed, which resolved the event.